Manufacturer narrative:
On 10/22/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/25/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 10/21/2019, mentor became aware that the patient had undergone bilateral removal and replacement with the following devices: (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7328225 sn: (B)(4) and (left) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7720296 sn: (B)(4). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii, post-operatively. The patient reported that the right breast felt firmer and tender. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis.